Event description:
Notification was received from the registry indicating that during the index procedure, following deployment of a 3.0 x 23mm cypher select plus stent there was insufficient flow requiring post dilatation with a 3.0x15mm balloon at 12 atms. Then a second 2.5 x 23mm cypher select plus stent was electively implanted at 12 atms.

Manufacturer narrative:
This patient was randomized to the registry for one vessel disease. A staged procedure was not planned. The indication for the index procedure was an inferior acute myocardial infarction <6h pre procedure. The target lesion was the distal rca. Reference vessel diameter was 3.0mm. Lesion length was 46mm. Pre-procedure diameter stenosis was 100% and post procedure was zero percent. Timi flow pre and post procedure was zero and iii. The lesion was denovo, with no major side branch involvement. Lesion contour was smooth, concentric, with little to no calcification and readily accessible at proximal segment. Thrombus was absent and lesion classification was type b2. A 6f-guiding catheter was used. Predilation was performed using a 3.0x15mm balloon at 12 atms. The first cypher stent was deployed at 12 atms and caused insufficient flow requiring post dilatation with a 3.0x15mm balloon at 12 atms. A second cypher stent was electively deployed at 12 atms overlapping the first stent. Post dilatation was not performed. The pt was discharged on 100mg aspirin, 75mg clopidogrel, ace-inhibitors, and beta-blockers. During the one-month follow-up, the pt was asymptomatic and compliant with the antiplatelet regimen. The product remains implanted in the pt thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing report # 9616099-2008-01410. Any additional info will be submitted within 30 days of receipt.